Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the ECG signal of cs100 intra-aortic balloon pump (iabp) was not stable due to broken ECG cable. The issue was found during testing of ECG lead plugging. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Due to character restriction in block e1. E1 event site full name is (B)(6) hospital. Corrected field: e1 (event site name). Updated field: b4, g3, g6, h2, h11.

Manufacturer narrative:
Update fields - b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) jwas dispatched to evaluate the unit. Checked the machine and found that the ECG signal was unstable. Initially, the ECG cable was torn. When the cable was swapped, the signal was stable. The technician went to assess the repair price to make a quote only. No repairs were performed. The job will be opened and sent to the technician again when the po is received from the customer. No further information is available complaint will be closed and, in the event, new information was to become available, this record will be reopened and updated.

Event description:
N/a.